Event description:
A discordant calcium (ca_2) result on an advia 2400 was obtained for one pt. The result was not reported to the physician. The sample was rerun on the same instrument and the corrected result was reported. There were no reports of adverse health consequences or known pt interventions due to the discordant calcium result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse performed a quarterly pm with system decontamination and adjusted limit point of reagent probe 1. Based on the info provided, no conclusion can be drawn as to what may have caused the problem. The instrument is performing within specifications. The system was determined to be operational and no further eval of the device is required.